Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was treated for a low blood glucose event in the ER. The patient's blood glucose dropped to between 32 mg/dl and 36 mg/dl. The patient was treated with an IV and her blood glucose increased to 145 mg/dl. The customer was also hospitalized twice in the past two weeks to bring her blood glucose up. The insulin pump's drive support cap was inspected and the component appeared normal. No products were returned or replaced.